Manufacturer narrative:
The reported event of failure to deliver shocks due to low high voltage (hv) impedance was not confirmed. As received, only the connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination did not find any anomalies except for the damages found consistent with procedural damage.

Event description:
It was reported that the patient had a cardiac arrest and syncope. The device failed to deliver high voltage therapy during episodes of ventricular fibrillation. Low impedance was observed on the right ventricular (rv) lead. An over current detection (ocd) alert was observed on the device. The patient was resuscitated by external shocks but ultimately passed away.